Event description:
Reporter called lifescan for meter replacement and stated she has had an er1 message which was due to inserting the test strip into the meter more than 2 mins after blood was applied to the test strip. Reporter does compare the confirmation dot to the vial color chart.